Event description:
The user facility in (B)(6) reported the vitrectomy cutter was not operable at the cutting speed of 5000 cpm. There was no impact to the patient.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 5 of 5, see 1926044-2014-00118, 00119, 00120, 00121.